Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 10mg/ml at 1.550 mg daily and bupivacaine 12mg/ml at 1.859 mg daily via an implantable pump. The company representative was contacted by the hospital for a suspected overdose of a patient with a 20cc pump implanted. The physician had requested assistance with turning the pump to minimum rate as the patient was in the ICU (intensive care unit). The representative went to the hospital, interrogated the pump and the pump was programmed to minimum rate with the ICU physician per the managing physician. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) who reported that the patient was in the ICU (intensive care unit) with respiratory failure with intubation. The pump was transitioned to minimal rate, but no confirmation of pump malfunction. No withdrawal symptoms noted. The pump was interrogated and the reservoir volume aspirated today ((B)(6) 2025) without abnormal findings. No pain complaints or withdrawal type symptoms. The pump was currently in minimal rate. The device was functioning.